Manufacturer narrative:
G4: 02jan2020, b4: 02jan2020. The customer troubleshot with technical support and was provided with part number for the touchscreen and user interface assembly. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. The determination could not be made that the device failed to meet specifications. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event., and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13dec2019.

Event description:
The customer reported that the touchscreen would not pass calibration. No patient or user harm was reported.